Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device cord was damaged and showed evidence of unauthorized repair. It was also noted that there was liquid rubber and blue electric tape on the cord where the damage was. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to misuse and or abuse from the device been tampered with. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the electric systems foot control device had exposed wires. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.